Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that the insulin pump had an off/no power alert that was not preceded by a low battery alert. Blood glucose level at the time of the incident was 50 mg/dl. The caller was sent a replacement battery cap, and the insulin pump was not replaced or returned for analysis.